Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to internal hardware loose on the dovetail bracket and shorted to the power interface module board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and would not power back on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.